Manufacturer narrative:
Correction to d4: catalogue #. D4: the correct catalogue # is 2c2009k, previously submitted as 2c1009kp. G4: 510# was reported as k071222; however, the correct 510k# associated with this catalogue number is na. H10: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not infuse. The device had been filled with 100ml of dextrose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: lot manufacture date : january 25, 2021- january 26, 2021. H10: the device was received containing 215 ml of fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed coming out at the distal luer. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.